Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. Approximately on (B)(6) 2023, the patient received a message on his tandem pump cgm display device saying "you can't load on top of the sensor that was removed." The patient reported "it's just flat, didn't work." Of note, the patient uses only the tandem pump as a continuous glucose monitor (cgm) display device. An unspecified time after the message, the patient experienced weakness, tiredness, and malaise. The patient assumed he needed to inject insulin. The wife determined the patient was crashing and transported him to the emergency department (ed). Before going to the ed, the patient removed the pump. The patient was treated in the hospital for hypoglycemia for 12 hours with unspecified drips. There was no documentation of blood glucose for the entire event. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.